Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces.

Event description:
On 03/06/2024, it was reported by a sales representative via e-mail that (2) ar-3636 knotless 1.8 fibertak® soft anchors tension suture broke. This occurred during a labrum repair on (B)(6) 2024 when converting the anchor to be knotless, and the tension suture just broke on both devices. The implants both remained seated. They took the blue repair suture from the fibertak and dunked it into a pushlock to complete the repair.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.